Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant a guidewire could not be removed from the patient because portions of the guidewire were stuck on the distal portion of the lead. Another guidewire was attempted and could only be introduced from the proximal to the distal end of the lead. The lead and guidewires were not used, another lead was successfully implanted with another guidewire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the guidewire was returned, analyzed, and the guidewire was broken. It was noted that the guidewire was unraveled. As received the wire was badly damaged, stretched, and broken, and was missing approximately 2.5 cm from the distal bond joint to the distal tip. The damage is consistent with damage incurred during destructive analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.